Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level of 224 through 250 mg/dl. Mother states as of late his blood glucose has been up around 600 mg/dl and he's been vomiting but has not been on the insulin pump while experiencing his recent high blood glucose. The customer's mother states his insulin pump has been not been working for like two to three weeks, stating the act does not respond. The customer's mother does not have the pump with her she is at work and the son is at home with the insulin pump. Advised customer's mother to call us back with the insulin pump so we can verify the serial number and continue trouble shoot the issues that she is reporting. Advised to discontinue use of the insulin pump and revert to a back-up plan per health car professional's instruction.